Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose value was 396 mg/dl at the time of the incident and current blood glucose was 40 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin drips. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device was monitored for 2 days. No unexpected battery power loss anomaly/battery charge anomaly, unexpected off no power alarm or unexpected low battery alarm noted. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.